Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that during procedure the end of the lead was found to be partially separated from the body of the lead. The lead was not used and physician elected to implant another lead successfully. Patient was stable post procedure.